Event description:
It was reported that it was discovered that in testing the ventricular lead it was actually capturing the atrium. Fluoroscopy was performed and the lead was noted to be pulled back and was not in the ventricle. Physician attempted to implant new right ventricular (rv) lead on left side but could not get access and had to go to right side to get access. The lead was capped and abandoned. A new lead was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2005. (B)(4).